Event description:
New information received states the device was explanted. No further information is available.

Event description:
It was reported when the patient presented to the emergency room after experiencing symptoms of presyncope, an episode of non-sustained right ventricular oversensing was observed around the same time as the symptoms. The source of the oversensing could not be definitively determined. A programming change was made. The patient will be monitored. The patient condition is good.

Manufacturer narrative:
No conclusion code available. The reported oversensing was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the oversensing could not be determined.